Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. An invasive procedure was subsequently performed and the lead was surgically abandoned and replaced. Additional information obtained from a field representative indicated that an x-ray showed no visible lead fracture or dislodgement. Additionally, the pace impedance measurements were out of range in both bipolar and unipolar configurations and the pacing threshold measured more than 6.5 volts. Furthermore, the out of range measurement was observed as well through a pacing system analyzer (psa). No additional adverse patient effects were reported.